Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient (pt) requested guidance on how to increase simulation and choose a program. Pt stated that up until a week after their implant surgery their symptoms were still okay. Pt stated that after that week their symptoms returned to the old way and they were going pee all the time again. About 4-5 days ago, pt stated they used their handset to double check their battery levels and confirmed all of their devices were connecting to each other. Pt stated the mdt rep started their stimulation at program 2 on 0.7. On their own, pt increased stimulation up to 1.6 and felt no fluttering. Pt decided to subsequently change to programs 1 and 2 and increase both programs respectively up to 1.6 and still felt no fluttering. Patient services reviewed therapy expectations with pt and pt confirmed their therapy was on. Pt increased stimulation while on the call to 8.5 on program 3 and still felt nothing. Pt was hesitant to raise the stimulation very high based off of the mdt rep's initial recommendation post-surgery. Patient services reassured pt of the upper limits of each program. Pt stated they have a doctor's appointment on (B)(6) 2021. The patient was redirected to their healthcare provider to further address the issue. Additional information was received on (B)(6) 2021 and it was reported that the lead migrated and patient was unable to feel stimulation. No further information is known at this time.

Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot# va2fzpn, implanted: (B)(6) 2021. Product ID: 978b128, serial/lot #: va2fzpn, ubd: 29-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2fzpn serial# implanted: 2021-(B)(6) explanted: 2022-(B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the md revised and replaced the lead.